Event description:
A caller reported a cartridge alarm 30 that occurred during the load process earlier in the day. There was no adverse impact to the customer's blood glucose level. The caller attempted to load three separate cartridges unsuccessfully and received a malfunction code.